Event description:
A customer from (B)(6) reported to biomérieux a false negative result for a bacteroides fragilis patient strain from a seeded study in association with the bact/alert® virtuo (UDI 03573026369767). The customer inoculated bacteroides fragilis to three sets of fn plus and fa plus media bottles with the same inoculum. Two sets were flagged positive and one set was negative for both fn plus and fa plus. The negative sample was subcultured resulting in a positive result. The customer stated the negative graph looked positive. The customer used the recommended inoculation protocol, but 1 ml of human blood was added. The customer also reported that the same process and results were produced with a haemophilus influenza strain. There was no patient involvement as this was a seeded study. A biomérieux investigation will be initiated.

Manufacturer narrative:
A customer had reported to biomérieux a false negative result for a bacteroides fragilis patient strain from a seeded study in association with the bact/alert® virtuo¿ (UDI (B)(4)). The customer inoculated bacteroides fragilis to three (3) sets of fn plus and fa plus media bottles with the same inoculum. Two (2) sets became positive. One (1) set was negative for both fn plus and fa plus, and was subcultured resulting in a positive result. The customer stated the negative graph looked positive. The customer used the recommended inoculation protocol, but one (1) ml of human blood was added. The customer reported that the same process was used with a haemophilus influenza stain and yielded the same results. An internal biomérieux investigation was performed. System backup files and logs submitted by the customer were analyzed. Bottle curves were reviewed using the limited instrument viewing function yet had an appearance normally associated with a positive bottle. It was confirmed that the two (2) bottles listed below were determined negative by the instrument: bottle ID arnpmh6c- h.influenzae. Bottle ID nrhn2h0k- b. Fragilis. Biomath applied the virtuo detection algorithm to the bottle readings data (both bottles) and determined that the readings data of both bottles was excessively noisy, with severe read to read excursions that the algorithm was not designed to evaluate. This indicated that the system was inducing noise into the instrument readings. Note that the instrument bottle reading presentation did not have the resolution or scale available to visually detect, from the instrument's user graph, noisy readings. The instrument bottle rack mount assembly was returned by the customer and received in ses on 18-jul-2017, well packaged and in good condition. Returned rack mount assembly was installed and tested under various conditions in virtuo lab instrument ins-p3212003. The resulting bottle readings were evaluated. The printed circuit board was visually inspected by r&d printed circuit board assembly (pcba) subject matter experts and no anomalies were observed. The customer's issue could not be reproduced internally. The suspect root cause is an intermittent failure of the reflectance circuit of cell f1 that induced signal noise. The cause of the false negative in the field, based on the field data received, was a noisy signal on the cell.